Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported all alarms were sounding and the ventilator did not alarm/alert as it should have at the time the issue was discovered. The customer reported there was no patient involvement.